Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The receptacle connector was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down when the cable was manipulated crossways. There is no report of death or serious injury.